Event description:
It was reported that an unidentified lead anomaly was contributing to an excessive device battery drain. The lead was capped and replaced; no patient symptoms were reported. No additional information was provided.